Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A specific cause for the reported driveline infection, elevated ldh, and higher lft values as well as a direct correlation with the device could not be determined through this evaluation. Moreover, the reported low flow alarms could not be confirmed as no log file data from the time of the reported alarms were provided. A specific cause for the momentary low flow condition could not be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists infection (including driveline infection), hemolysis, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient was admitted on (B)(6) 2018 for a driveline infection and was started on broad antibiotic coverage. The patients symptoms included green thick drainage from the driveline site and right upper quadrant tenderness. From (B)(6) 2018, there was still drainage from the driveline site despite antibiotic therapy. The patient's lactate dehydrogenase (ldh) was slightly high but had improved. There was negative culture data. The patient was receiving daily dressing changes and IV antibiotics were changed to oral administration antibiotics. On (B)(6) 2018, there were low flow alarms, so the patient was given ivf bolus. Drainage was increasing the following day and there was no positive culture data so the plan was for irrigation and debridement (I&d). On (B)(6) 2018 the patient went to the operating room (or) for I&d. The patient was briefly on pressors during the procedure and ldh and liver function tests (lfts) were trending down. From (B)(6) 2018 the patient was stable with a wound vac dressing and no further low flows or alarms. There were acid-fast bacilli (afb) positive cultures from the wound, so the patient was started on clarithromycin and doxycycline. On (B)(6) 2018, the patient returned to the or for debridement, wound vac removal and a new driveline exit site. The surgery also included antibiotic/vancomycin methylmethacrylate bead implantation. Follow up cultures were negative as of (B)(6) 2018. The patient was improving post procedure with no concerns for deep tissue, pocket site, or necrotic infectious process. The patient will likely be on chronic suppression therapy as a palliative measure because the patient was not interested in a pump exchange. The patient was due to be discharged on (B)(6) 2018. No additional information was provided.